Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis. The cause of peritonitis was reported to be pancreatitis, however this was unable to be confirmed and the cause was assessed as unknown. On an unreported date, the patient was hospitalized for peritonitis. Treatment for the event was not reported. The action taken with dianeal therapy was not reported, however it was reported that the patient performed hemodialysis twice during the hospitalization. At the time of this report, the patient remained hospitalized and was not recovered from the peritonitis event. No additional information is available.